Event description:
As reported by the ambulance provider per the user facility: reports the IV catheter was inserted pre-hospital by an ambulance provider. Once the pt was in the hospital the nurse was discontinuing the IV catheter and reported that while discontinuing the IV, the catheter sheared and the plastic piece remained in the pt. A vascular surgeon was consulted and the sheared catheter piece was removed. Add'l info provided by the facility indicated the catheter fragment was removed without incident and the pt suffered no add'l adverse sequela associated with this event. The packaging was discarded in the ambulance before the pt arrived at the hospital, therefore, the lot number is not attainable and remains unk.

Manufacturer narrative:
The actual device in the incident was returned for eval. One used catheter sample, attached to an unk partial extension set was returned. The sample was returned adhered to a tegaderm dressing. The catheter was fractured approximately 5/16" from the hub. The fractured remaining piece of the catheter, measuring approx 1" was also returned lying loose in the bag. The areas of the fracture on both ends appeared as if the catheter had been cut. It should be noted that similar incidents in the history of this product indicate that when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertantly cut the catheter. Standard nursing practices indicate to never use scissors or other cutting implements around IV sites. However, no specific conclusions can be drawn. We have not identified any manufacturing defects or quality deficiencies that caused this incident. The sample and all available info has been provided to the actual MFR, b. Braun medical industries.